Manufacturer narrative:
Additional information was received that the patient has elected to not proceed with the pocket revision. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing charging difficulties, discomfort and a burning sensation at the ipg site. A fluoroscopy revealed that the ipg was closer to the patient's spine. The physician recommended an ipg pocket revision.

Event description:
A report was received that the patient was experiencing charging difficulties, discomfort and a burning sensation at the ipg site. A fluoroscopy revealed that the ipg was closer to the patient's spine. The physician recommended an ipg pocket revision.